Manufacturer narrative:
Three cartridges were returned. Device investigation found no cracks and no occlusions occurred during duplicate testing. The cartridges performed as expected.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer reconnected the infusion set tubing without removing the cannula and resumed insulin delivery.